Manufacturer narrative:
(B)(4). Other - at this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the display on the vela ventilator malfunctioned while in use on a patient. The customer advised the patient was placed on a back-up ventilator and there was no patient harm associated with this event.

Manufacturer narrative:
Vyaire medical's field service team went on-site to evaluate the customer's reported issue. The reported issue was duplicated and the issue was resolved by replacing the front panel assy.